Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: implant date unknown. D6b: explanted date: device was not explanted. E3: occupation: charge technologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had a iliac angioplasty procedure. At the end of the procedure, the procedure sheath was removed and the angio-seal sheath and arteriotomy locator were inserted into position. The arteriotomy locator was removed, and the angio-seal component was inserted. The physician noted some resistance as the angio-seal device neared the sheath hub. The device clicked both times, however, when the physician removed the device there was nothing out the end of the sheath. The anchor was inside the tip of the sheath. Pressure was held and the physician accessed the other side. They went up and over with a catheter and found puncture. A needle was inserted into tip of catheter and access regained. Another angio-seal was prepped and successfully deployed. The blood loss is less than 250cc. Additional information was received on 16aug2024: the procedure sheath was a 7fr. There were no issues with withdrawal, there was only resistance noticed when the angio-seal component was nearing the tip of the sheath. A pre-deployment angiogram was performed. The patient was in stable condition.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, hemostasis sheath, carrier tube, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and forward locked. The anchor, suture, collagen and carrier tube tip exposed at distal tip of assembly. Functional testing was performed by redeploying the returned device. The device was set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for an incorrect device deployment. The exact root cause cannot be determined. The likely cause was determined to have been a pullout due to improper device deployment and use of the device in an oversized puncture site. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).